Event description:
It was reported that during device preparation, no resistance was noted during removal of the stylet and protective sheath. The device was flushed and prepared without issue. Prior to insertion, the device was inspected and the stent appeared to be intact; however, once at the lesion in the circumflex artery, the markers could not be visualized. The device was removed and it was noted that the stent was not on the delivery system. The back table was checked where the stent was found attached to the protective sheath. There was no adverse patient sequela and no clinically significant delay in procedure. Another similar device was used to stent the lesion and a lesion in the left anterior descending artery. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.